Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph inspection showed leaking through the tubing which caused the air in line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol IV solution administration set that had air in line. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.